Event description:
It was reported by the customer that a pyxis anesthesia es system device unexpectedly went into a windows update screen during a case. The customer stated that user was able to get the needed medication from a nearby device and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-aug-2022 to 19-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went into a windows update screen during the procedure. The technical support specialist found that the device experienced an unexpected reboot due to a power issue. Addressed the power source at the station to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system had an unexpected boot due to power issue at the hospital site. A technical support specialist reviewed logs and identified that the machine had an event of kernel-power triggered which is related to a disruption of power source. Customer confirmed that the issue was resolved by hospital information technology team. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system device unexpectedly went into a windows update screen during a case. The customer stated that user was able to get the needed medication from a nearby device and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.